Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an ablation procedure, a faradrive sheath was selected for use. After brockenbrough, a catheter was inserted into the sheath to place a farawave in the left atrium. When drawing back blood to prevent air, the air flow did not cease. The sheath was replaced to complete the procedure. The physician believed a valve issue contributed to the reported event. No patient complications were reported.